Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, during delivery, the haptic of the iol broke. A new iol was implanted the complete the surgery. Additional information was provided that the lens was exchanged during the initial procedure after it was noted that the haptic was broken inside the eye.